Event description:
It was reported that during a supply change the connector from lot 32108 would not attach to the ilet device, with or without the cartridge, and the issue was resolved by using a connector from a different lot, after which the supply change was completed. No adverse physiological effects and no alerts or alarms. Outcomes included no clinical impact, no medical intervention, and continued therapy after replacement of the connector. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed a connector attachment failure consistent with a device component fit or engagement issue with the connector. It was concluded that the event was a device malfunction limited to the connector and resolved by use of an alternate lot, with no patient harm.